Manufacturer narrative:
(B)(6).

Event description:
A peritoneal dialysis nurse reported that she had applied a transfer set to the pt, and that the pt returned to the clinic three days later stating that he had noticed a leak due to a hole in the tubing. The pt received a prophylactic dose of antibiotics and a new extension set was applied. The pt continues dialysis without further incident. There is no sample.